Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate sinus rhythm redetection during an ongoing vt episode was suspected. The device was reprogrammed. There were no adverse consequences for the patient.